Manufacturer narrative:
A spacelabs fse was dispatched onsite on july 26, 2017 and confirmed the reported problem. Findings show that the problem was isolated to the telemetry receiver housing. The connection was lost between the telemetry receiver and the central monitor, and rebooting the telemetry receiver housing resolved the problem. There have been no reports of recurrence. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 a loss of telemetry monitoring occurred. No injury was reported as a result of this event.